Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 10 cc's. No medical intervention was required and the pt had no adverse effects.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within specification.